Manufacturer narrative:
Date of event/therapy date was (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a slice in the tubing of the amia set that leads to the heater bag. This occurred prior to use. The nurse stated that they found the device with one side of the overpouch sealed while the other side was opened. The nurse replaced the set with a different one to perform therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection performed with the naked eye noted the cuts on the heater bag tubing. The reported issue was verified. The direct cause was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.